Event description:
It was reported that during placement of the balloon expandable stent system, the stent began to move. The stent system was removed and another stet was deployed at the site. The pt was reported to be doing well following the procedure.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A mfg review was performed. The lot met all release criteria. This is the second complaint reported to date for this lot number. The device was returned. The returned sample appeared to be clean and the balloon was partially inflated. The stent was returned on the balloon; located approximately 3.3 cm from the distal tip of the balloon. The proximal end of the stent was located over the proximal marker band and the outer catheter shaft. The stent moved easily back and forth on the balloon. No bends or other deformation was observed on the stent. The balloon was examined under magnification (microscope 15x) and stent crimp marks were visible on the balloon. No other anomalies were noted on the device. Functional testing could not be performed due to the condition in which the sample was returned (ie stent dislodged from balloon). The complaint investigation is confirmed for a dislodged/dislocated stent. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event.